Event description:
Baxter (B)(4) received a report that an infusor had no flow before patient use. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of no flow was confirmed. Upon receipt, visual inspection of the unit showed no signs of blockage in the delivery tubing or the reservoir that could have caused the reported issue. However, flow was not readily observed at the distal luer despite several attempts of forced prime. Microscopic examination of the flow restrictor showed evidence of crystallized drug blocking the fluid path at the end of the glass capillary. The root cause was determined to be drug crystallization at the end of the glass capillary. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.